Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. It was determined this device and implantable defibrillation lead were exhibiting high out of range shock impedance measurements. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Event description:
Additional information was received indicating the shock impedance measurements had been gradually increasing over approximately 4 years. A non-invasive programmed stimulation (nips) was performed with a 21 joule shock being delivered which resulted in a shock impedance of 55 ohms. A successful defibrillation threshold (dft) test was also performed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.